Manufacturer narrative:
The manufacturer received information alleging a ventilator's proximal pressure failed. There was no harm or injury reported. The device's 3-way solenoid valve was replaced to address the issue. The 3-way solenoid valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the 3-way solenoid valve functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator's proximal pressure failed. There was no harm or injury reported. The device's 3-way solenoid valve was replaced to address the issue.